Manufacturer narrative:
Physio control further evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio control further examined the removed system pcb assembly and observed that crystal on single board computer(sbc) fails to oscillate intermittently and it will not allow a bootup to occur when this happens. The removed part was archived by physio control.

Event description:
The third party service agent contacted physio control to report that the display of their customer's device would flicker prior to completing its boot-up cycles and sometimes not power on at all. In this state device would not be able to provide defibrillation therapy to a patient, if it was needed. There were no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The third party service agent contacted physio control to report that the display of their customer's device would flicker prior to completing its boot-up cycles and sometimes not power on at all. In this state device would not be able to provide defibrillation therapy to a patient, if it was needed. There were no patient use associated with the reported event.